Event description:
Letter from attorney states, that the customer has had four additional surgeries that were attributed to the defective screw by her surgeons. No other information is available at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007.